Event description:
It was reported that the patient experienced sustained hyperglycemia, with glucose levels reaching approximately 450 mg/dl, after an unspecified duration of pod wear. The patient further noted that the dexcom g7 continuous glucose monitor (cgm) intermittently stopped working for approximately two-hour periods, during which the omnipod bolus calculator could not be used because glucose values were unavailable. The patient later presented to the emergency room on (B)(6) 2026, with glucose reportedly approaching 500 mg/dl. The patient received insulin treatment and was discharged home on multiple daily injections the same day. The patient was not admitted to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.